Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. Additional information requested and received: were there any patient consequences? Based on the information known to date, there were no patient consequences.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. [(B)(4) eg (B)(6) medical center (B)(4).pdf].

Event description:
See attached user facility medwatch.